Manufacturer narrative:
The test strips were requested for investigation. The product is not expected to be returned as there is no complaint material available for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accu-chek performa meter, serial number (B)(4), compared to laboratory results using cobas 8000 c702 module, serial number (B)(4). The results were from different patients, taken on different dates. The results were obtained within 15 minutes of the laboratory result. The exact dates the results were obtained were requested, but not provided. The earliest date provided was (B)(6) 2021. (B)(4). The customer stated several other strip lots were also used to obtain the results. The other strip lots and expiration dates were requested, but not provided.